Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the trial lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the trial patient could not sit due to severe pain in the groin and leg area. The patient was brought to the emergency room and had an early lead pull. The patient was reportedly doing well and the pain was resolved as soon as the lead was taken out.